Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked select button keypad overlay, missing display window cover, broken reservoir tube lip, cracked case behind the pump near the battery compartment, missing end cap address label, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 378 mg/dl at the time of the incident. The customer states the bottom sticker of her pump off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined to trouble shoot for high blood glucose levels. The insulin pump will be returned for analysis.